Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an expiration message and the patient was unsure of what expired. Data provided for evaluation. The complaint is confirmed however it was found that the expiration message was a result of normal use. A probable cause could not be determined as this was an expected result. No additional event or patient information is available.